Manufacturer narrative:
The actual device was not available; however, a video and picture of the sample was provided for evaluation. The visual inspection of the provided video and picture revealed the reported external leak at the level of the dialysate port. The reported condition was verified. The cause was transportation related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a prismaflex m150 set, an external fluid leakage occurred from the part between dialysate port and the support plate. There was no patient involvement. No additional information is available.